Event description:
It was reported that cgm repeatedly displayed error and pump had same cgm error multiple times on this device. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect cgm on replacement pump, and directed customer to return problematic pump using prepaid label within specified time frame, which customer acknowledged and understood.